Event description:
Treatment of an unruptured saccular aneurysm measuring 12mm located in the ophthalmic segment of the right ica (internal carotid artery). The pru (p2y12 reaction unit) level was 86. The patient was given dual-antiplatelet therapy and heparin for 24 hours. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal portion of the pipeline (3.75mm x 12mm) did not fully oppose the vessel wall. The physician attempted to open the proximal end of the pipeline by manipulating it with the catheter and guidewire, but without success. There was no dyna CT (computed tomography) performed to determine if the device fully opposed the vessel wall. The physician believed that it was acceptable. Post procedural angiogram showed slow flow into the aneurysm. The patient's condition was reported to be fine. No patient injury as reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).